Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during basal delivery. Follow the cartridge alarm the customer loaded a new cartridge pump and received an inaccurate fill estimate. After reloading the cartridge, customer received an accurate fill estimate. In addition, the customer had difficulty charging the pump with the usb cable. It was confirmed that the pump was able to be charged with a different usb cable. Customer reported blood glucose level of 115 (mg/dl). A replacement usb cable was sent to the customer